Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7425, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2009, product type: implantable neurostimulator. See also mfg. Report no. 3007566237-2016-02031.

Event description:
A consumer reported stimulation does not work for her and she does not use it very often. She stated stimulation therapy had never covered the preexisting pain condition she was implanted for since her first device (implanted (B)(6) 1999). The consumer reported her first device was replaced because her first health care professional (hcp) did the implant blindly without the x-ray. She did great on the trial, it was awesome, trail was better than what the implant was, and it had never been the same. She had been reprogrammed many times with no success. The last time she was reprogrammed (she thinks it was a least a couple of years ago, but not sure) she could feel it and after she moved and walked away, it changed. Her preexisting pain had been so bad and continually getting worse every year since 1995; she can't walk on the left heel of her foot and walked on the ball of her left foot instead, and can't wear a shoe. Indication for use included rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.